Manufacturer narrative:
As reported, a saber rx 5mm 25cm 155cm was being used in the superficial femoral artery (sfa) lesion; however, the balloon ruptured at eight atm during the initial inflation. The balloon catheter was replaced with a new saber 5mm 20cm, and the pre-dilation was done successfully. There was no reported injury to the patient. A contralateral approach was made. A non-cordis stent was implanted, and a post dilation was done as well. The procedure was completed successfully. Additional information could not be obtained. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82201624 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a saber rx 5mm 25cm 155cm was being used in the superficial femoral artery (sfa) lesion; however, the balloon ruptured at 8 atm during the initial inflation. The balloon catheter was replaced with a new saber 5mm 20cm, and the pre-dilation was done successfully. There was no reported injury to the patient. The device will not be returned as it was discarded. A contralateral approach was made. A non-cordis stent was implanted and a post dilation was done as well. The procedure was completed successfully. Additional information could not be obtained.